Event description:
The article aimed to explore the safety and effectiveness of vascular closure devices combined with percutaneous puncture in endovascular aortic repair (evar) of abdominal aortic aneurysm (aaa) in elderly patients. Proglide devices were used for closure in the observation group, while suturing was used in the control group. Although no device failures were mentioned, local hematoma and lower extremity ischemia were reported. The hematoma was treated with compression bandaging and immobilization. It was not specified what treatment, if any, was provided for the lower extremity ischemia. The study concluded that proglide closure devices combined with percutaneous puncture can shorten the operation time, approach establishment time, wound treatment time, postoperative immobilization time and postoperative hospital stay of elderly aaa patients to a certain extent, and has fewer postoperative complication. Additional information can be found in the article titled "clinical application of vascular closure devices in endovascular aortic repair of abdominal aortic aneurysm in elderly patients".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of hematoma, and ischemia, and the relationship to the product, if any, cannot be determined. The reported patient effects of hematoma, and ischemia are listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Summary of device issues: none. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention is likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date: d4- the UDI is not known as the part and lot number were not provided. Attachment article titled "clinical application of vascular closure devices in endovascular aortic repair of abdominal aortic aneurysm in elderly patients".